Manufacturer narrative:
This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Event summary: the battery with unknown serial number was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not charging can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld, soldering defect, out of temperature range and/or due to a charge time-out of eight. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery would not hold charge. The battery remains in use. No patient complications have been reported as a result of this event. This event was reported in the q2 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.